Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open surgery on jejunum, the firing knob broke off at the second firing of functional end to end anastomosis. No pieces were left inside the patient. The staple height was gold. Another device was used to complete the case. There were no adverse consequences to the patient.